Event description:
A (B)(6) had respiratory failure and asthma. Extracorporeal membrane oxygenation (ECMO) was initiated. Catheter insertion was done under fluoro by a surgeon. Placement was confirmed during the procedure and again with echo after transporting the pt and routinely during treatment. After 30 hours of treatment the pt was dong well. The perfusion team rolled the pt on his right side briefly (which they often do) and pt began to have decreased blood pressure. Svo2 levels decreased as did spo2 levels. Blood pressure did not respond to volume. Epinephrine infusion began, pump flows increased to maintain svo2 of 60%. Pulses diminished and a murmur was noted. Echo identified pericardial effusion which was trapped by cardiology interventionalist and 110 ml of frank blood were removed. Pt's condition stabilized and epinephrine was turned off. The next day ((B)(6) 2011), at approx 5am, the pt lost blood pressure, arterial line and went asystolic. Six minutes of compressions were required. Another 260ml of blood was aspirated from the pericardial drain. Pt was successfully decannulated 3 days later ((B)(6)) and discharged to the general pediatric floor on (B)(6) 2011.

Manufacturer narrative:
While the pericardial effusion was associated with the bi-caval catheter, the specific cause of the effusion was not identified and it was not known how the injury occurred. The catheter is being disinfected and will be returned for eval but has not been received yet. The catheter performed as intended during the course of treatment, both pre and post event. The event did not require replacement of the catheter.